Event description:
The customer reported elevated high-sensitivity troponin I (tnih) results were obtained on a primary patient sample and on an aliquot of the same patient sample on an advia centaur xpt analyzer. These samples were processed at the same time and the results (63.10 ng/l and 184.39 ng/l, respectively) were not reported to the physician(s). The primary sample and aliquot were repeated multiple times on the same advia centaur xpt analyzer. The repeat results were lower than the initial results. The customer did not report the results and requested a new sample draw from the patient. The correct result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the elevated tnih results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report elevated high-sensitivity troponin I (tnih) results were obtained on a primary patient sample and on an aliquot of the same patient sample on an advia centaur xpt analyzer. Quality controls (qcs) and calibration recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse found leaking fittings and dilutor. The cse replaced the fittings. On a subsequent visit, the cse replaced the leaking dilutor, checked the fittings and dilutor tightness, flushed the liquids and ran calibrations and qcs, which recovered within ranges. Siemens further evaluated the event and concluded that the leaking 5ml dilutor and 2 fittings potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.